Event description:
I am submitting this written consumer complaint regarding an apparent medical-device-related app malfunction and accessibility failure involving the freestyle libre 2 system used with an iphone in apple assistive access mode. My elderly mother has type 2 diabetes and has used the freestyle libre 2 system successfully for more than two years. Because she struggles with the cognitive complexity of the standard smartphone interface, we enabled apple's assistive access mode so her phone would remain usable. Within assistive access, the freestyle libre 2 app can be added and opens normally. However, the control that should initiate scanning of the libre 2 sensor does not function. When pressed, the control may visually blink or acknowledge touch, but scan mode does not launch and no error is shown. The issue is significant for several reasons. First, this is not merely a cosmetic or convenience issue. It affects a core user interaction in the smartphone-based workflow of a diabetes-monitoring system. Second, the failure is silent. The app appears available and usable, yet the critical action does not occur and the user is not given a meaningful warning, block, or instruction. Third, the affected user is elderly and relies on a simplified interface because the default interface has become cognitively burdensome. That raises obvious human-factors and accessibility concerns for a vulnerable population. Abbott has publicly stated that apple's assistive access may affect important functions in the freestyle libre family of apps, including the ability to activate a sensor, modify alarm settings, and receive glucose alarm notifications. I am therefore asking FDA to review this matter as a post-market usability, human-factors, and safety issue involving the real-world use of a diabetes-management product by an elderly patient population. I request that this report be treated as a complaint involving: possible medical-device app malfunction or degraded functionality, silent failure of a core user action, accessibility-related impairment in practical use, and potential patient risk where a user may reasonably believe the app is functional when it is not. I am also providing copies of this complaint to abbott diabetes care and to apple so that the manufacturer, platform provider, and regulator are each aware of the issue and the same underlying facts. Please advise whether additional information would be useful, including device model, ios version, app version, reproduction steps, or supporting screenshots. Device: iphone 17 pro max ios version: 26.3.1. App: freestyle libre 2 - us . App version: 2.7.8. Observed behavior: in assistive access, the app opens and appears usable, but pressing the control needed to scan the libre 2 sensor does not initiate scan mode and shows no meaningful error.